Manufacturer narrative:
Concomitant medical products: 407645 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high bipolar thresholds with insulation damage noted. The right ventricular (rv) lead was programmed unipolar and, upon replacement with a new rv lead, was inserted into the atrial port of the device but left out of service, as the patient was in permanent atrial fibrillation (af). No patient complications have been reported as a result of this event.